Event description:
It was originally reported to the MFR as a non-complaint.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The capsule was still attached to the delivery system when returned, coiled up in a small bag. The trocar needle was not advanced. The plunger was advanced but not rotated. The analyst was able to rotate the plunger and release the capsule. The capsule did not attach.